Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer were experienced high blood glucose. Customer stated that the blood glucose was 22.2 mmol/l at the time of incident and the current blood glucose was unknown. Customer stated that the high blood glucose was treated with the insulin pump. Customer did not experienced any symptoms related to high blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. Auto mode smart guard feature was active at the time of incident. Customer reported that the insulin pump will not be returned for analysis.